Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 800 mg/dl range and the high ketone level was considered as dangerous. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The cause of the high bg was not known; however, it was suspected that the customer had let the cartridge run out of insulin. The customer was discharged 2 days later with the high bg and dka resolved.